Event description:
Boston scientific received information that at this patient's elective device replacement procedure, a review of the daily measurements noted impedance measurements greater than 3000 ohms with this right atrial (ra) lead. The patient is in chronic atrial fibrillation (af) and the device had been programmed to vvir configuration as the atrial lead was only being used for sensing. Appropriate sensing measurements were noted. The new device was implanted and impedance measurements were still elevated at greater than 2000 ohms.

Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and discussed with the caller to consider turning off ra impedance daily measurements. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.